Event description:
Information received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The technician found the trend knob and rod missing from the bed. The technician replaced the parts to repair the bed.